Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed a software error detected and a pump error. The customer's blood glucose level was 17 mmol/l. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test, sleep current measurement and active current measurement within specifications. The insulin pump was returned for pump error (B)(4). Formatted history file analysis confirmed pump error (B)(4) due to software error. The device was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.